Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with injection fortum (1gm, once daily, ip) which continued and a loading dose of injection vancomycin (1gm, ip). At the time of this report the patient remained hospitalized with the event of peritonitis resolving. Pd therapy was ongoing. The nurse believed that the peritonitis was not related to the dianeal pd2 ultrabag therapy but did not provide an opinion of causality for the event of diarrhea.